Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 50ml ll leakage occurred after syringes were filled. This occurred on 15 occasions. There was no report of patient impact. The following information was provided by the initial reporter: syringes failed to hold liquid. One incident of black bung completely failing in isolator with drug in syringe.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 1703239p, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1703239p were used for additional evaluation. The product was visually inspected, there was no damage or defects in the plunger or other components that could have contributed to a leak and the stopper was verified to be properly assembled to the plunger rod in all samples. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. All samples underwent these evaluations and met required specifications. The assembly machine has a vision system to detect for missing or improperly assembled stoppers. There were no incidents documented related to any failures with the detection system. Based on our investigation and available information, we cannot identify a definitive root cause related to the manufacturing process at this. H3 other text : see h10.

Event description:
It was reported while using bd syringe 50ml ll leakage occurred after syringes were filled. This occurred on 15 occasions. There was no report of patient impact. The following information was provided by the initial reporter: syringes failed to hold liquid. One incident of black bung completely failing in isolator with drug in syringe.